Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity syphilis tp results that does not match with patient history on one patient. The results provided were: sid (B)(6) initial=0.90 s/co (< 1.00 s/co=nonreactive) /repeated=5.04 s/co (> or = 1.00 s/co=reactive) /previous history=reactive syphilis there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of alinity I syphilis tp reagent lot 55063be00. The ticket search determined that there is as expected complaint activity for the likely cause lot. There was an slight increase in complaint activity, however, no related trends were identified. Additionally, in-house performance testing was completed which indicates the product is performing as expected. Return testing was not completed as returns were not available. A review of tracking and trending data did not identify any related trends for the product for the issue. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I syphilis tp reagent lot 55063be00.

Event description:
The customer observed false nonreactive alinity syphilis tp results that does not match with patient history on one patient. The results provided were: sid (B)(6) initial=0.90 s/co (< 1.00 s/co=nonreactive) /repeated=5.04 s/co (> or = 1.00 s/co=reactive) /previous history=reactive syphilis there was no reported impact to patient management.